Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their left ventricular lead impedance was high and out of range. The lead was also unable to capture or obtain sensing values. The patient was asymptomatic. The issue is believed to be caused by necrotic tissue from a recent myocardial infarction. No revision has been made.